Event description:
It was reported that the ventilator displayed "high pressure" and then "low pressure" alarms. The pt was suctioned and repositioned in bed, which cleared the alarm conditions. Then, a few mins later, it alarmed "high pressure" again. Nurse said she suctioned the pt again and checked the trach tube. The ventilator then displayed "low pressure". The nurse checked all circuits for loose connection, but all was fine. High and low pressure alarms continued, so the pt was placed on the back-up ventilator. Then the pt had no pulse, so CPR was initiated. Ems was contacted and the pt was transported to the hospital, where she later died. It was determined at the hospital, that the pt passed away from cardiac arrest and hypoxemia. According to the respiratory therapist, the home health nurse felt the ventilator was not working properly based on the alarm conditions.